Manufacturer narrative:
Additional information was received which confirmed the device displayed a speaker inop error message and the device serial number was provided. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the speaker of the intellivue mp5 monitor is out of sound. It is unknown if the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6).

Manufacturer narrative:
Multiple good faith effort attempts conducted to get confirmation if there was a speaker inop error message displayed and to get the serial number were not successful. The following functional tests were performed: the remote service engineer (rse) talked to the customer biomed who confirmed the device speaker were defective and out of sound. The rse confirmed the defective speaker and arranged for a replacement speaker assembly to be sent to the customer to solve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem is a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.